Event description:
A customer reported that their pump screen was dark and would not turn on, despite attempts to activate it and troubleshooting advice from technical support. The customer's blood glucose level was 7.6 mmol/l when the issue was noticed, which is within the acceptable range. Technical support determined that the pump needed to be replaced and took steps to ensure continued insulin delivery by providing a replacement pump. They confirmed that the pump was within warranty and coordinated with the customer on logistics, including the shipping address and the return of the defective pump.